Manufacturer narrative:
(B)(4). This device was determined to be reportable following completion of the investigation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00477, 0001032347-2021-00118. Concomitant medical products: unknown left temporomandibular joint device, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# n.I report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side due to infection. A replacement with a custom device is planned at the time of the revision. Attempts have been made and no further information has been provided.